Event description:
During a labral repair, it was reported that the doctor was prepping the site for anchor insertion and observed shavings from the burr within the humeral head and glenoid articular surfaces. He flushed out as much shavings as he could but some were left in patient. Case was finished with a 5 minute delay and burr will be returned. There were no reported patient injuries or complications.

Manufacturer narrative:
Device evaluation: one device was returned for evaluation. The device was visually evaluated and damage to the surface of the shaft of the device and at the silicone shrink tubing is observed. Damage to the bushing is also observed. The device was functionally tested via hand rotation and no issues with the rotation of the device were observed. A review of the nonconformance database did not identify any issues with the manufacture of the device. Per the device IFU ¿excessive ¿side-loading¿ on the blade during use does not improve cutting performance and in extreme cases may result in wear and degradation of the inner assembly.¿ (B)(4).